Event description:
Health care professional had seen a patient in the clinic presenting with an "inflammatory granuloma, very infected." The patient had visited a dermatologist previously and is receiving antibiotics (unspecified) to heal the infection from these lesions. The patient reported treatment approximately one year ago and has had symptoms for the past six weeks. However, the patient reported experiencing 'lumpiness' when first injected. The patient received juvederm ultra plus (dosage unknown) in the nasolabial folds, oral commissures and in the cheeks. No known history of allergies or other illnesses. Follow up findings: the patient was prescribed 50 mg of minocycline twice daily. Allergan's approach to compliance is to resolve all doubt in favor of reporting.

Manufacturer narrative:
Medwatch report sent to FDA on (B)(4) 2011.